Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7074714.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy.